Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection found a puncture to the lead insulation at the s-curve region. The inner coil was found kinked and green ptfe coating in this region. The reported event of lead puncture was confirmed, and the cause of the punctured lead insulation is consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implantation procedure, unspecified damage was noted on the left ventricular (lv) lead and the guidewire exited the lead prior to reaching the end of the lead. The lv lead was replaced and a new lv lead was successfully implanted. The patient was stable with no adverse consequences.